Event description:
Paramedics attempted to use the device to administer defibrillation therapy to a person diagnosed in cardiac arrest. The device allegedly failed to charge and displayed the warning message connect electrodes. A backup automated external defibrillator was made available and used to administer defibrillation therapy to the patient. The patient was not resuscitated. The reporter indicated the alleged malfucntion did not cause or contribute to the patient's death. This opinion was based on the availability and use of a backup defibrillator.